Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage on electronics noted during testing. The insulin pump had scratched display window and missing end cap sticker.

Event description:
The customer reported via phone call that he experienced low blood glucose. The customer reported that he received a button error alarm. The customer's blood glucose was 34 mg/dl at the time of incident. The customer stated that he treated the low blood glucose with glucose tablets. The customer stated that he was unable to clear the button error alarm. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.